Event description:
It was reported that during a cruciate ligament reconstruction surgery the screw broke. No patient injury was reported.

Manufacturer narrative:
One 7x25mm biorci ha screw was returned for evaluation. Visual assessment of the screw confirmed the reported breakage. Approximately 2mm of the distal threads have broken off and were not returned for evaluation. Dimensional assessment of the screws major diameter and wall thickness was performed and found to meet print specification. The condition of the screw indicates it was subjected to excessive force during insertion. This investigation could not identify any evidence of product contribution to the reported complaint.